Event description:
Following stent deployment, a large stream of contrast was noted coming from the middle of the vessel, indicating a large dissection. The balloon was taken up to 16 and 20 atmospheres of pressure, the rate of burst to the balloon was 14. This dissection was repaired. The patient's vital signs remained stable throughout the procedure. The physician then attempted to gain a second access to the right femoral artery, when a second dissection occurred.